Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. During the evaluation, scratches were noted on the device. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
It was reported that during an initial shoulder arthroplasty on (B)(6) 2016, the comprehensive glenoid liner impactor fractured. A piece fractured off when impacting. The piece was pulled out of the wound, and another glenoid impactor was used to finish the procedure. No further information has been provided.